Event description:
It was reported that the patient presented to the facility with worsening heart failure. It was noted that the high voltage right ventricular (rv) lead and left ventricular (lv) lead exhibited a fracture. The rv pacing lead also had high and undefined pacing impedance measurements. It was noted that the rv lead defibrillation and superior vena cava (svc) lead impedance measurement were high and undefined. It was also noted that the svc coil was already programmed off. A left ventricular (lv) lead impedance warning was triggered due to high and undefined impedance measurements. The lv lead also exhibited a rise to high threshold measurements resulting in no capture at high measurements. The patient was hospitalized as a result of the events, and both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4193 lead implanted; (B)(6) 2004; dtpa2d1 crtd implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the high voltage right ventricular (rv) lead was capped. In addition, the left ventricular (lv) lead was initially programed off. However, after a generator change, the lv lead was reprogrammed and remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.